Event description:
It was reported on (B)(6)2010, that the pt did not have any stimulation for approx two months prior. There was no known related incident or accident reported. The impedances were normal. It was later reported that the pt had a revision performed on (B)(6)2010. The pt's physician was unable to place the new lead "high enough." The impedances were tested on the existing leads and were within normal limits. The pt was still unable to feel stimulation at 10.5 volts. The pt consented to having the system removed. No further details or pt symptoms were provided at the time of this report. The pt recovered w/o sequela.

Manufacturer narrative:
(B)(4): the devices have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.